Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02510.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(4), during the transfemoral tavr procedure, valve movement on balloon and annulus rupture occurred. A 23 mm sapien 3 valve was aligned at descending aorta without issues. When the flex tip was pulled back, the valve moved toward proximal direction approximately 3 mm. Valve deployment was performed without re-alignment with 1 ml less than nominal volume. Angiography revealed bleeding and echo showed hematoma-like image. The physician determined that the annulus was ruptured. The percutaneous cardiopulmonary support (pcps) was implemented as the blood pressure gradually lowered. Thoracotomy was executed. Annulus rupture was confirmed at the area between left coronary cusp (lcc) and right coronary cusp (rcc). Since the valve prevented hemostasis it was explanted. Aortic valve replacement (avr) with a 19 mm magna was executed. The patient was about to be weaned off from pcps, however the bleeding was once again confirmed. Bentall procedure was executed. The patient weaned off from pcps. However, it was found out that the rupture reached to left ventricular outflow tract (lvot). Pcps was implemented again to stop the bleeding. The patient was transferred to ICU with pcps still attached.

Manufacturer narrative:
The device was not returned and no photographs/imaging were received for evaluation. A device history review (DHR) was performed and the work order did not reveal any related issues that could have contributed to the reported event. A review of the complaint history revealed that the occurrence rate for ¿delivery system ¿ valve movement on balloon¿ exceeded the (B)(6) 2017 control limit for the trend category of ¿valve movement on balloon.¿ an investigation has previously been initiated for risk assessment. However, no new trends or potential hazards have been identified and no product non-conformances or IFU/training deficiencies were identified in this evaluation. No instruction for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event. Since the delivery system and relevant photographs, videos and imagery were not provided, the complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance would have contributed to the complaint. A review of manufacturing mitigations additionally supported that the delivery system has proper inspections in place to detect issues related to the reported event. The following procedural factors could contribute to the valve movement on balloon during retraction of the flex tip: residual fluid left in the balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in observing the valve improperly aligned once views are changed to visualize the native annulus. Non perpendicular viewing angle while performing the valve alignment would be most likely a contributing factor to this scenario. Balloon shaft not fully locked after valve alignment/fine adjust during navigation and crossing of the catheter to aortic root. A summary of an engineering investigation for valve movement on balloon and suggests that high tension conditions could have contributed to the reported event. However, based on available information, a definite root cause is unable to be determined. The complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed due to the unavailability of the relevant device, imagery, videos or photographs. Therefore, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate for (B)(6) 2017 exceeded the control limit for the trend category of ¿valve movement on balloon.¿ an investigation has previously been initiated for risk assessment. However, no new trends or potential hazards have been identified and no product non-conformances or IFU/training deficiencies were identified in this evaluation.